Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a 3cm piece of stylet was broken off, but the facility placed the PICC in with no stylet and saw curling (under fluro), they decided to put stylet in to see if they could get it to drop. No other information was provided.